Manufacturer narrative:
The event of hemorrhage/bleeding is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hemorrhage/bleeding. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Sales representative reported "postoperative bleeding: grade: [iii] requires 2 or more units of prbc transfusion; requires invasive treatment; requires hospitalization", this record is for unknown side. Device status is unknown.